Event description:
The cautery pencil was active as soon as it was plugged in. No further information provided by the distributor/initial reporter.

Manufacturer narrative:
Conmed contacted the distributor to confirm the availability of the suspect device and to confirm the distributor attempted to procure the device listed in this medical device report. The distributor confirmed there is no sample available for conmed to evaluate. The alleged failure could not be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected device, a conclusive determination cannot be made.